Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. The anatomical shape of the patient's laa was an anteriorly oriented chicken wing. A watchman ® access system (was) was inserted into the patient; however, it was noticed that it kinked. This was removed and a new was inserted. A 30mm watchman® aaa closure device & delivery system (wds) advanced, but they noticed the was kinked near the groin and the wds had some buckling. Therefore, everything removed from the patient. The physician attempted to use a 16f non-bsc sheath to dilate the iliac vein, but that sheath kinked. The physician decided to go to the left side of the patient's anatomy and advance a new up the left vein. A new 30mm wds advanced and the closure device deployed. The release criteria were met. Although the closure device a little proximal, it passed the first stability tug test. All of the measurements were in range and there were no leaks around the device. The physician tugged at the closure device one more time because one of the measurements a little low on compression (9%). Then they released the closure device and it immediately embolized. The closure device in the left ventricle (lv) and holding up the mitral valve and then it moved into the lv outflow track. The surgeon called and performed open heart surgery to remove the closure device. The patient is currently stable and set to be discharged from the hospital six days later.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) implant only. There was blood on the implant as received. The reported implant size was consistent with the reported information. The implant was microscopically examined. Inspection of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. The anatomical shape of the patient's laa was an anteriorly oriented chicken wing. A watchman ® access system (was) was inserted into the patient; however, it was noticed that it kinked. This was was removed and a new was was inserted. A 30mm watchman ® laa closure device & delivery system (wds) was advanced, but they noticed the was was kinked near the groin and the wds had some buckling. Therefore, everything was removed from the patient. The physician attempted to use a 16f non-bsc sheath to dilate the iliac vein, but that sheath kinked. The physician decided to go to the left side of the patient's anatomy and advance a new was up the left vein. A new 30mm wds was advanced and the closure device was deployed. The release criteria were met. Although the closure device was a little proximal, it passed the first stability tug test. All of the measurements were in range and there were no leaks around the device. The physician tugged at the closure device one more time because one of the measurements was a little low on compression (9%). Then they released the closure device and it immediately embolized. The closure device was in the left ventricle (lv) and was holding up the mitral valve and then it moved into the lv outflow track. The surgeon was called and performed open heart surgery to remove the closure device. The patient is currently stable and was set to be discharged from the hospital six days later.